Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump may have been over delivering insulin. The customer¿s blood glucose level was 67 mg/dl at the time of the incident and went up to 74 and 86 mg/dl at the time of the call. The customer treated the low with food and an orange. The customer had low symptoms such as feeling shaky and weak. The customer had high and low blood glucose because they drank a cappuccino. The customer saw a nurse and believes the low was caused by an over correction. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.